Event description:
It was reported to boston scientific corporation that an advantage device was implanted into the patient on (B)(6) 2011. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: vaginal pain; rect pain; pain inter; inab inter; diff bowel; rec incont; aggrav incont; damage; psych. Surgical interventions: on (B)(6) 2015 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: recurrent prolapse and incontinence. Nonsurgical treatments: on (B)(6) 2020 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: for worsening incontinence and systemic effects of recurrent infections and inflammation. Treatment duration: ongoing approximately once a month. On (B)(6) 2012 the patient commenced topical treatment (including oestrogen cream): ovestin cream for the treatment of: help healing of vaginal tissues and reduce of risk of uti infections. Treatment duration: 3 times a week ongoing. The patient was treated with other (please specify) for the treatment of: help with psychological impact on my quality of life that has been caused by the bladder sling implant in 2011. Treatment duration: intermittent - sessions as required.

Manufacturer narrative:
Blocks b5 (implant date and type of device), d4 (model, catalog and lot numbers, expiration date, and UDI), d6a (implant date), g1, and h4 have been updated based on the new information received on september 28, 2022. Correction to block a1. Block a1: (B)(6). Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Block h6: patient codes e0206, e1405, e2330 and e2401 capture the reportable events of psychological impact, dyspareunia, pain and "damage." Impact code f12 has been used in the light of the patient seeking legal recourse for complications related to the device.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6)2011. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: vaginal pain; rect pain; pain inter; inab inter; diff bowel; rec incont; aggrav incont; damage; psych. Surgical interventions: on (B)(6) 2015 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: reccurent prolapse and incontinence. Nonsurgical treatments: on (B)(6) 2020 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: for worsening incontinence and systemic effects of recurrent infections and inflammation. . Treatment duration: ongoing approximately once a month. On (B)(6) 2012 the patient commenced topical treatment (including oestrogen cream): ovestin cream for the treatment of: help healing of vaginal tissues and reduce of risk of uti infections. . Treatment duration: 3 times a week ongoing . The patient was treated with other (please specify) for the treatment of: help with psychological impact on my quality of life that has been caused by the bladder sling implant in 2011. Treatment duration: intermittent - sessions as required.